Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was receiving a no delivery alarm on the insulin pump during bolus. Customer's blood glucose was 504 mg/dl. Customer stated that they do not have a back-up plan. Customer has not treated. Troubleshooting was performed and the insulin did exit the tubing during prime. It was explained that the alarm may have been caused by a connection that was not secure. Customer stated that she will treat with the pump.